Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant procedure this right atrial (ra) lead was tested on the pacing system analyzer (psa) and the lead measurements were within normal limits. Subsequently, the physician sutured down the ra lead and then the lead exhibited high out-of-range pacing impedances, measuring greater than 2000 ohms. The ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.